Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. It is possible that the mr protocol used in daily adapt to shape workflow does not provide enough volume to contain the primary beam through the patient. The divergent beam exits the volume of the mr studyset. It is possible that oars that should not receive dose are getting a high percentage of the prescribed dose and this would not be visible. Dose errors greater than 5% could occur.

Event description:
During an internal investigation, it was found that the mr protocol used in daily ats workflow does not provide enough volume to contain the primary beam through the patient. The divergent beam exits the volume of the mr study set.

Manufacturer narrative:
Section g1 updated fax number . Section h10/h11 additional information updated: the internal investigation regarding monaco does not calculate dose outside of the monaco calculation volume has been re-evaluated and the issue was determined to not be a defect, and this is normal monaco behaviour. Monaco did not have any malfunction and is working as designed and intended. This would not cause patient mistreatment.

Manufacturer narrative:
D4: serial number added. G1-2 contact office: address updated. G5: PMA/510(k) number added.

Manufacturer narrative:
Section h10/h11 additional information updated: following a review of the final report, it was identified that the following sentence was missing from the final report submitted on 20 july 2020: there are no current plans to fix the defect in any upcoming releases.